Event description:
In 2009, a helex septal occluder was implanted in the patient. It was reported that on fourteen days later, the patient had a follow-up with the physician and had to be cardioverted for atrial fibrillation. The patient was reported to not have a history of atrial fibrillation. The device was in good position and the patient was doing well following the cardioversion procedure.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Blank fields present of form include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.